Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Inspection was performed and the issue was confirmed. The ear clip was broken and replaced. The issue is customer induced.

Event description:
Information was received indicating that the medfusion 3500 pump had a broken syringe blunger. There were no adverse events reported.